Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The atw guidewire shredded during procedure. There was no patient injury reported. The device was discarded.

Manufacturer narrative:
Previous report had indicated that the device was received for analysis. The device was not received for analysis. As reported 'the atw guidewire shredded during procedure.' There was no patient injury reported. The device was discarded. Multiple attempts to get detailed information were unsuccessful. (B)(4). The flexible, 'delicate' nature of the 'floppy' tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). The IFU warns to never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, 'if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel.' With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported 'the atw guidewire shredded during procedure.' There was no patient injury reported. The device was discarded. Multiple attempts to get detailed information were unsuccessful. (B)(4). The flexible, 'delicate' nature of the 'floppy' tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). The IFU warns to never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel¿. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.